Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio: 4.2, lab: 1.9. Date: (B)(6) 2011, inratio: 3.8, reference: 2.3. Therapeutic range: 2.0-3.0. Nurse called in to report one meter that has rendered discrepant results when compared to both lab draws and other poc inr devices (not inratio devices). Facility has two meters, all problematic testing has been performed on one box of strips. One meter has rendered consistent expected results on lot, the other meter has rendered discrepant results on (B)(6) pts; nurse was unable to verify a specific trend (high vs. Low inratio results vs. Reference inr's) as only one pt's data was known. Been testing for over one yr; never questioned accuracy on either meter up to this point.

Manufacturer narrative:
Investigation pending.